Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, placement difficulty due to anatomy was encountered. No acceptable location was found in the atrium, with all locations having high thresholds, and unstable thresholds, very low p-waves, and undersensing also noted. After multiple attempts, the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.